Event description:
It was reported that the device was used during an unk procedure. It was reported by the affiliate that the al326 was spitting clips. The case was completed by using another instrument. There was no consequence to the patient.